Event description:
It was reported the insufflator would not switch to cavity mode. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.